Event description:
It is reported that a customer experienced high blood glucose of 504 mg/dl. The customer was assisted with trouble shooting and found that the cannula was slightly bent. The customer was assisted with changing the cannula. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).